Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as due to the patient's technique and not due to any issue with supplies or device. On an unreported date, the patient was hospitalized for the peritonitis event. While hospitalized, the patient received unspecified treatment for the event. Action taken with dianeal was not reported. On an unreported date, the patient was discharged from the hospital and was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.